Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 6 of 6. The patient explained he did not disconnect and did not see any unusual leaks around the connections. Gts had the patient cycle power twice to the "press go to start" prompt. Gts then had the patient disconnect and remove the cassette to discard the supplies. Gts explained that a large amount of air had entered into the disposable set. The patient elected to complete therapy with manual supplies and notify their nurse. Product surveillance contacted the patient who explained that his wife had accidentally pinched the line that night and thought that may have caused the error. The patient did not notice anything else unusual with the supplies. The sample was discarded but the patient was able to provide the lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: this report for a system error 2240 was not confirmed due to a lack of sample. Therefore, the assignable cause was not determined. The batch review was performed on potentially associated lot (h10i21039) with no issues noted. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. System error 2240 is being investigated through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.